Event description:
During an incident in 2002 involving a male pt who was alert, this defibrillator was set up to monitor and it would not turn on. When the on button was pressed, the unit displayed 2 lines across the screen and then shut down. More than 1 battery was tried. The pt was transported to a hospital.